Event description:
The patient was reportedly experiencing pain and sound quality issues. The patient was also experiencing headpiece retention issues. External equipment was exchanged, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.